Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00801804004, femoral head, lot # 60708230, item # unk, hip-unknown-cups-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00479, 0002648920-2018-00480.

Event description:
It was reported that the patient underwent a revision surgery approximately 11 years post implantation due to pain, liner wear, and elevated metal ion levels. Femoral head and acetabular liner were revised. Attempts have been made, and no further information has been provided.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2018-06038.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2018-06038.